Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The last calibration was performed on (B)(4) 2021 with acceptable results. It was unknown if the qc was within range before the customer started to have issues. The alarm trace contains a sample short error. The customer replaced the electrode and recalibrated it. The calibration was acceptable, but the qc was still failing. The customer checked for leaks, did not see any, and checked the probe which looked okay. The field service engineer found that the o-ring seal in the heat block was missing and replaced the o-ring. They then cleaned, reseated the electrodes, and ran ise check, calibration and qc all with acceptable results. No further issues were reported after the service visit. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Event description:
The initial reporter complained of questionable ise indirect k+ for gen.2 results for one (1) patient sample on a cobas 6000 c (501) module analyzer. The customer reported having issues with calibrations failing and qc issues. The initial result was 3.63 mmol/l and the repeat result on a different c501 analyzer was 4.2 mmol/l. The repeat result was believed to be correct. No questionable results were reported outside the laboratory. The electrode lot number and expiration date were asked for but not provided.